Event description:
It was reported on (B)(6) 2015 that the patient was scheduled for a prophylactic generator replacement (B)(6) 2015 that turned into a full replacement. When the surgeon exposed the generator for removal, he noticed that the generator was spun around with the lead twisted and the lead housing was open with a single wire exposed. No high impedance was detected prior to the replacement as impedance was 4386 ohms. The generator and lead were replaced. Follow-up showed that according to the patient's parents, he does not have the dexterity with his hands to flip the device, but they could not come up with a better rationale except they said he does rock back and forth a lot and is sometimes restrained in his chair so he doesn't fall out and they believe he may have been pushing on the device when rocking back and forth. The surgeon did visual that a suture was in place to secure the generator which was no longer attached to the generator. The explanted devices have not been received for analysis to date.

Event description:
The explanted generator and lead were received for analysis on 02/02/2016. The reason stated on the return product form was prophylactic and visual lead discontinuity. Product analysis for the generator completed and approved on 02/23/2016. The vns programming history database shows no data available for this generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed and approved on 02/25/2016. An analysis was performed on the returned lead portions and a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The returned 337mm section was received in a twisted configuration, suggesting some level generator manipulation occurred while it was implanted. During the visual analysis of the returned 45mm portion the quadfilar coil appeared to be broken approximately 45mm from the end of the cut outer / inner silicone tubing. Scanning electron microscopy was performed and identified the area as having extensive pitting and mechanical damage which prevented identification of the coil fracture type. Two of the broken coil strands were found to have been mechanically damaged (smooth surfaces) which prevented identification of the coil fracture type, with pitting on one. Another broken coil strand was identified as having evidence of a stress induced fracture with mechanical damage and no pitting. Determination could not conclusively be made on the fracture mechanism. The area on the remaining broken coil strand was identified as having the appearance of being melted, with re-solidified material (evidence of being melted at one time). Pitting and stress induced stress lines were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. During the visual analysis a portion of the lead assembly appeared to be twisted and compressed. Abraded openings were observed on the outer and inner silicone tubes, in this area. The abraded openings found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted.